Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. Possible lot number 14790905: expiration date: 11/01/2030; mfg date: 11/22/2025.

Event description:
An event was reported on an unspecified date involving a 109-inch (277 cm), approximately 13.3 ml, 60-drop primary set with clave, 4-way stopcock, rotating luer, and one small-bore extension. It was reported that there were black specks in the drip chambers. There was no reported patient involvement or patient harm.